Event description:
International customer reported that a pt presented with an unspecified infection following a hernia repair with mesh.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.